Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.8 mmol/l. Customer stated that the blood glucose level was 17 mmol/l before it goes on low level. The customer was treated with carbs. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.